Event description:
It was reported that, during a cori assisted tka surgery, while at the implant planning stage with a real intelligence cori, the distal femoral condyles did not show up in the coronal screen. The femoral array had been moved during the start of the case; as such, the case was cleared back to the start to redefine the checkpoints and the landmarks. When the implant planning screen was reached a second time, the distal femoral condyles were again not within the coronal view. The procedure was completed, without any delay, using the same cori console, without the visualization of the distal condyles. No patient injury was reported due to this issue.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the real intelligence femur tracker, part number rob10018, serial number unknown, used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A screenshot review was completed with the clinical team. The reported problem was confirmed, it can be seen on the ¿femur axis definition¿ screen that the yellow shading to show that the femur had been painted was not appearing on the distal and posterior femur. On the ¿implant planning¿ screen, it is noted that the knee center is 10-20mm above where the knee center should be. It is assumed that the knee center was defined before the arrays were moved and then the femur was mapped. Since there was tracker movement, the knee center point was taken from before the tracker movement and was not adjusted to the new position. Instead of clicking back on the screen, a new case should be initialized to clear all data taken before the tracker movement. The user also has the option to re-run the initial positioning algorithm by clicking on the more options button [¿] then selecting ¿reset femur¿ and ¿reset tibia¿, to ensure that the implant position is shown correctly. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with tracker movement. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.